Event description:
A pt's device had over-discharged, following an MRI of their spine which was conducted on (B)(6) 2010. Coupling and/or communication issues were noted. Physician mode recharges were done in an effort to charge the battery in order to complete an impedance test. Impedance test results were not reported, nor was the pt's outcome. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).